Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that and unknown duration post implant of this bioprosthetic valve, a transcatheter valve was implanted valve-in-valve due to stenosis and insufficiency of the bioprosthetic valve. No additional adverse patient effects were reported.